Event description:
It was reported that both fem impactors have large crack in usual place. Tibial impactor broke into two pieces smaller half was thrown away by hospital staff. Crack appeared in fem trial above the box. Poly trial broke into two pieces. There was 9 min surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Device was found to broken across the middle section. Complaint condition cannot be confirmed since the device was received in two fragments. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.